Manufacturer narrative:
Concomitant medical products: product ID: 10642, serial# unknown, product type: catheter. Other relevant device(s) are: product ID: 10642, serial/lot #: unknown. Analysis of the pump identified overinfusion with an undetermined root cause. Analysis of the catheter identified a broken catheter body. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a healthcare provider via the delivery clinical study regarding an implanted infusion pump. The pump was returned to the manufacturer without a complaint. No patient symptoms or complications were reported as a result of this event.